Event description:
The customer contact reported a separation. The customer contact reported that the blue port fell off the tubing set on fluid release for the IV start. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is not expected to be received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.